Event description:
It is reported that in 2000 pt underwent left total knee replacement. Post-op, pt experienced ongoing difficulty with pain and swelling and as a result, in 2001 revision was recommended. The knee was revised 3 months later where significant loosening of the femoral component and wear of the tibial articulating surface were noted. The femoral component, tibial plate and tibial articulating surface were all replaced with new zimmer nexgen lcck components. Post-operatively pt did well.